Manufacturer narrative:
Concomitant medical product: 5076 lead implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert was triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia episodes on the right ventricular (rv) lead. There was also noise on the rv lead that was unable to be reproduced with exercises or pressure around the device. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.